Event description:
The customer alleged that he tested his blood glucose and received a breeze2 reading of 1.6 mmol/l. The meter in question should have the units of measure locked in mg/dl. The customer stated that he borrowed the meter from a pharmacy. No adverse events were alleged. He declined to provide any more info or return the meter. Several attempts were made to contact the customer after the initial call, but they were not successful. No product will be returned.